Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with altered mental state, fever, and was found to have recurrent (B)(6) and endocarditis with vegetation on the mitral valve. The patient was treated with medications, and leadless implantable pulse generator (ipg) was explanted and replaced with a single chamber ipg. It was noted that the patient also underwent mitral valve replacement, tricuspid valve replacement and thoracentesis of pleural space. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.